Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report: 1627487-2017-06819, 1627487-2017-06837 and 1627487-2017-06838. The patient is implanted with four leads and the manufacturer is unable to determine which lead is affected thus both leads are reported. It was reported that the lead site was swollen and there was an infection at the lead site. Surgical intervention was planned for (B)(6) 2017.